Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, ¿to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect.¿ as alleged the patient underwent a revision procedure due to hernia recurrence however, there is no indication that the 3dmax mesh was explanted at that time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned/

Event description:
It is alleged by the patients attorney that: on (B)(6) 2012 - the patient underwent surgery for repair of a right inguinal hernia. As reported, a bard/davol 3dmax was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to repair recurrent right inguinal hernia after the 3dmax failed. Also alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012 - the patient underwent surgery for repair of a right inguinal hernia. As reported, a bard/davol 3dmax was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to repair recurrent right inguinal hernia after the 3dmax failed. Also alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax (device #1). Per operative notes, "the indirect hernia sac was identified and separated from the scrotal cord. A 3dmax right mesh (device #1) was then placed into the preperitoneal space." (B)(6) 2013 - patient was diagnosed with right inguinal pain and recurrent right inguinal hernia thereby underwent open repair with the implant of bard mesh pre-shaped w/ keyhole (device #2). Per operative notes, ¿the peritoneal reflection was proximal to the previously placed mesh. Identified the ilioinguinal nerve, there was some scar tissue which was around and the ilioinguinal nerve was completely removed. A bard mesh pre-shaped w/ keyhole (device #2) was then placed to repair the recurrent indirect hernia.¿ attorney alleges that the patient had adhesions, nerve damage, pain, hernia recurrence, and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, ¿to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect.¿ as alleged the patient underwent a revision procedure due to hernia recurrence however, there is no indication that the 3dmax mesh was explanted at that time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 3 months post implant of 3dmax mesh, patient was diagnosed with nerve damage, hernia recurrence and scar tissue thereby underwent repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.